Event description:
On (B)(6) 2010, the pt reported, he received an e4 (occlusion) error on his insulin infusion device followed by an a8 (bolus canceled) while trying to deliver a meal bolus. The pt was instructed to disconnect from his infusion headset and prime through the tubing. He did so without error. The pt was advised to change his headset and when he removed the headset, the cannula was bent. He said he has an infusion set insertion device and was educated on how to use it. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was not available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.